Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4) . Approximate age of device ¿ 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was admitted for gastrointestinal (gi) bleed. The patient reportedly had black stools at home. At admission, hemoglobin and hematocrit were low and the patient was transfused 3 units packed red blood cells (prbc¿s). The patient was taking the anticoagulants warfarin and aspirin at the time of the event. On (B)(6) 2018 occult blood test stool was positive. An esophagogastroduodenoscopy (egd) on (B)(6) 2018 found small non-bleeding arteriovenous malformations (avms) in the fundus and proximal antrum. All were treated with argon plasma coagulation (apc). Unspecified medication changes were made. The event was reported as ongoing.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. The patient remains ongoing on lvas support. No additional information regarding patient status and treatments were submitted. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.